Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion at l3/4/5 to extend to l3 due to spondylolisthesis. Intra-op, when operating the tightening of the set screw with t25 obturator to make it tight, tip of obturator threaded. Tip of the obturator broke in the set screw. When sucking it with suction, the tip was removed and re-fixation was performed with a new set screw. No fragments of the device remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visually confirmed approximately 3 mm of the instrument tip had been broken off, consistent with interface during usage. Material hardness confirmed conformance to print specification. Fracture surface analysis revealed a fairly flat fracture surface and circular material movement, consistent with torsional overload, consistent with a torsional overload condition. The above findings are consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.